Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to replace an existing system from a different manufacturer. Prior to implanting the nalu system, the patient participated in a wear study in which the desired location for the implant was decided. After implanting the nalu system, the patient reported that the adhesive clips were not staying adhered and would fall off when the patient was walking, thus making the system difficult to use and causing interruptions to therapy. Evaluation of the symptoms found that the implant location caused the external device to be over a ridge of muscle, causing the adhesive to be disrupted with walking movement. On (B)(6) 2025 a surgical procedure was performed to reposition the implantable pulse generator (ipg) more superior so that the external components are able to seat flat against the skin and avoid disruption from movement.

Manufacturer narrative:
Although a wear study was done, it is believed that the implant was initially placed slightly different than the chosen location. The position of the patient for the implant procedure did not allow the muscle ridge to be visible and thus the location was thought to be appropriate at the time of the procedure. There are no indications of any system or component failure and all implanted components remain implanted and in use. The issues with the external devices appear to be directly related to the position of the implanted components which were slightly off from the intended location.